Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was placed on 06/26/97 in site #30 (class ii bone) during a routine procedure. The clinician reports that the reason for implant failure is due to the fact that the patient had the tooth extracted five months prior to implant placement and that the bone quality may have been immature. The implant was removed on 07/24/97.